Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side, device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, flat creases, red particles material was found on the shell and missing shell/orientation dot. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: sharp edge opening in the shell with wear abrasion assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge broken in the shell with wear abrasion in the side posterior assessed as surgical impact opening. -missing shell/orientation dot in the side posterior assessed as inconclusive.

Event description:
The device has been explanted.